Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 5ml ll sp125 had foreign matter the following information was provided by the initial reporter: customer reported that foreign matter kneaded into the product and defective notation identified during production at togo medikit. Astem control number: unknown.

Manufacturer narrative:
Twenty-four samples and seven photos of 5ml luer-lok syringes lot 2336558 were received and evaluated. Twenty-three samples were received loose and one in a sealed package. One syringe had a partial ink ring around the step in the barrel in non-scale marking area, and five syringes had ink dots, with each having fewer than five and not larger than level 2 not affecting or function, therefore, acceptable per product specification. The sample in the package had brownish discoloration in the barrel consistent with embedded foreign matter. One syringe had the plunger with several black dots in plunger, also embedded foreign matter. One barrel was found to have black mark on the flange consistent with burnt flange. Four syringes had major damage to the barrel with one flange missing. One had damage to the barrel and plunger rod causing missing print on the graduation lines. One had an insecure stopper to the plunger rod. One had double image print on the scale markings, and six syringes had ink dots consisting of more than 6 or larger than level 4. One syringe had a scratch across 3 minor graduation lines, and one had a scratch causing missing print > 50% on the graduation lines. The photos received show the package and loose syringes with the conditions as described above. The conditions observed are non-conforming per product specification. Potential root cause for the embedded foreign matter and burnt flange defects is associated with the molding process. Potential root cause for the missing print, insecure stopper, barrel, and plunger rod damaged is associated with the assembly process. Potential root cause for the double print image and ink dots is associated with the marking process. A device history record review was completed for provided lot number 2336558 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Customer reported that foreign matter kneaded into the product and defective notation identified during production at togo medikit. Astem control number: unknown.